Manufacturer narrative:
Device evaluated by MFR.: the stent delivery system (sds) was returned for analysis. There were bent struts in the first proximal row of the stent. The balloon cone profiles were reviewed and no issues were noted with the overall balloon profile. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. The bumper tip of the device showed no signs of damage to the distal edge of the tip. A visual and tactile examination found several hypotube kinks throughout the device. A visual and tactile examination found a kink in the mid-shaft kink 53mm proximal from port bond skive. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/ procedural factors. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a non-calcified vessel. A 28 x 4.00 promus premier¿ drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent strut was deformed. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Age at time of event: 18 years or older. Device is a combination product. (B)(4).

Event description:
It was reported that stent damage occurred. The target lesion was located in a non-calcified vessel. A 28 x 4.00 promus premier drug-eluting stent was advanced to treat the lesion. However, it was noted that the stent strut was deformed. The procedure was completed with a non-bsc stent. No patient complications were reported and the patient's status was good.